Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient had a pump fracture. It was reported that the pump was used to infuse baclofen and hydromorphone. Additional information has been requested, but it was not available as of the date of this report.